Event description:
During a tissue biopsy, the doctor cocked the biopsy instrument before inserting the needle in for a second pass. When the optimal location was found, the doctor fired the biopsy instrument, but the trough was open when it was removed. There was no sample obtained. A second biopsy needle had to be inserted for the second sample to be obtained.